Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h6 health effect - clinical code 4581: thin flap. Section h6 health effect - clinical code 4581: flap dislocation. Section h6 device code 3191: dissatisfaction . Device evaluation: field service engineer (fse) performed z-offset calibration and z-depth functional test using 3 new patient interfaces provided by the customer. System meets specifications on departure. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had procedure on (B)(6) 2026 and left eye had thin flap. No patient injury, treatment completed. At one day post op ((B)(6) 2026) patient presented with a dislocated flap. Doctor reported that the patient interface (pi) feels like a tighter space when the cone is descending into the suction ring. Complained of reflection/glare off the new pi when the patient is under the laser. No additional information was provided.

Manufacturer narrative:
Correction: in the initial report the date of birth was submitted as (B)(6) 2027 however, the correct date of birth is (B)(6) 1991. Additional information: through follow up it was learned that there was no medical or surgical intervention needed. Patient is doing fine with no issues. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.